Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician checked the continuity of the power cord with a multimeter. He found that the cord had continuity and there were no detectable shorts. He found no issues with the cord. Per data log review, on 09nov2022, the system was powered up and was using battery backup. The system was powered off and never detected alternating current (ac) power. The log confirmed the system was running on battery but did not indicate the cause. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The logs showed the pump was booted up on battery but did not show the issue with switching to ac. The fsr replaced the power cord. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was not switching to the alternating current (ac) power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.